Manufacturer narrative:
Device evaluation: one medfusion pump returned for investigation in used condition. The reported motor rate error (mre) was evidenced in the event history log (ehl). The mre was reproduced during an occlusion test. The mre was produced because the motor assembly components were worn from normal use. No other fault was found with the pump. The worn components were replaced.

Event description:
It was reported that the medfusion pump produced a motor rate error. The product problem was observed during testing. There was no patient involvement.